Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported signs of infection at the evoke closed loop stimulator (cls) implant site. Evaluation in the emergency department confirmed an infection. The implanting physician advised the patient to continue with their post-operative antibiotics to resolve the reported event. A revision procedure of the patient's evoke cls implant site was previously completed and reported under manufacturer report number - 3021836309-2025-00208.

Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke cls remains implanted. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.